Manufacturer narrative:
Requests for additional information, including the implant duration and patient information, have been unsuccessful. It was reported that the device is not able to be returned. A supplemental report will be filed if additional information is received, or at the close of medtronic investigation. (B)(4).

Event description:
Medtronic received information that after implant of this annuloplasty ring, incomplete coaptation of the valve leaflets was noted, causing regurgitation. The ring was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the device was implanted and explanted in (B)(6) 2014; the exact date is unknown. The incomplete coaptation issue existed prior to the annuloplasty ring implant, causing regurgitation that did not resolve with the implant. The ring was explanted and replaced with the same size and model annuloplasty ring, which resolved the coaptation issue. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A supplemental report will be filed at the close of medtronic investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: as this device was not returned for evaluation, a root cause for the clinical observation could not be determined. Medtronic will continue to monitor for future similar events.